Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: (B)(4). The complaint device was received and evaluated. Visual observation confirmed that the distal tip was broken off. The root cause for this failure can associated with excessive force applied to the device during use. Other than this, a definitive root cause could not be determined as no lot/batch information was provided and reported information was limited. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatch: 1221934-2018-52025.

Event description:
It was reported by the sales rep that during an acl procedure both the customer's intrafix sheath inserter and femoral sheath inserter broke at the handle in this case while being malleted. The sales rep was not present at the case, and there were no reported patient consequences. They swapped the devices with other like devices to complete the procedure.